Event description:
One pt with discrepant creatinine results. Initial result 2.36 mg/dl, repeat 1.06 mg/dl. The initial result was reported, the pt was not adversely affected. The field service rep and technical service rep were unable to determine root cause. Performance tests performed which were within specification.